Event description:
It was reported that during the implant procedure, when implanting the implantable pacing lead (ipl) the lead guide wire could not pass though the lead. Finally, the ipl was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and blood was on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.